Event description:
I am (B)(6) old married male living in (B)(6). Last summer, I had both knees replaced by dr (B)(6) ((B)(6), the other a month later). I had 4 weeks of in home pt for each knee and 16 weeks total of on site pt. As of today, (B)(6), I am in worse shape that I was 5 months ago! I am in constant pain in both knees, they spasm on me frequently, I am getting around the house with a walker (I was using a cane last fall). I don't go anywhere or do anything outside of the house except for dr. Visits. Dr (B)(6) has no idea why I have not progressed better and as of how I am seeking a second opinion with another area surgeon. Dr (B)(6) did suggest a couple months ago that I may be allergic to nickel as your knees seem to contain quite an amount of that metal. I have never had any allergies before but I did take a test and.. Yes I am allergic to nickel!! While this may or may not be the cause of my pain, it's the only thing we have come up with so far! My question to you is.. Why would you not require a test for metal allergies before surgery, so that the small percent of us who are allergic don't have their lives messed up indefinitely afterward? Because that is what has happened to me.. I can't walk, I can't sit for long, I can't sleep more than 1 hour before the knees stiffen up and the pain wakes me up. I used to play drums in a band... Can't do that anymore. I used to play golf... Can't do that either. Both knees pop and crackle whenever I put weight on them... To the joint of even more pain. The way I am regressing, I don't see me doing those things a year from now or not having the popping in and out go away either!! In addition, I was laid off from my job in (B)(6) 2013 due to my worsening condition I am sure (though that is hard to prove). I have basically been reduced to a cripple crawling around the house on my walker, unable to do much of anything other than read and watch tv. Dr (B)(6)'s most recent answer to my problem is to now to go back and replace both knees with non-nickel ones! So I am being set up for 2 more surgeries, another year of recovery, pt, pain, drugs... With no idea if I will be better afterwards! I am not asking to be able to run a marathon now... I just want my normal life back as best I can get it at my age!! My main purpose is to see if your company takes any responsibility for my condition. I know you won't because that opens you up to a lawsuit (which still may happen). I just want to see if you would answer this email with some reasonable explanation as to why you don't require metal allergy testing before surgeries like this (other than cost which is a cop out)... And if there is any solution to my issues you can think of, short of a legal one which may or may not benefit anyone.

Manufacturer narrative:
Review of the records of the part an lot numbers involved in the surgery did not present any issues of product or parameters being out of specification. We conducted a follow-up with the surgeon, and also with the pt. Additional part# 161-1704 (ps-c femoral nonporous right side 7), lot#: 00003702; part#: 163-1607 (ps tibial insert size 6 7mm), lot# 59807; part# 162-1600 (tibial tray nonporous size 6), lot# a107423; part# 164-0038 (patella 38mm), lot# a08n9-0000; part# 163-1608 (ps tibial insert size 6 8mm), lot# 57712; part# 161-1703 (ps-c femoral nonporous left size 7), lot# 007862; part# 163-1707 (ps tibial insert size 7 7mm), lot# 59808; part# 162-1700a (tibial tray nonporous a size 7), lot# a107168; part# 164-0038 (patella 38mm), lot # a106813.